Manufacturer narrative:
Attempts to recreate the noise were unsuccessful. All impedance measurements were stable and within normal limits. The patient reporting having diarrhea. The physician suspected myopotential oversensing. The device's sensitivity was changed from normal to least.

Event description:
Boston scientific crm received information that this device oversensed noise resulting in pacing inhibition. No inappropriate therapy was delivered. The patient is pacemaker dependant and reported feeling lightheaded.

Event description:
Additional information was received indicating this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.